Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 525 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer had not been released at the time of troubleshooting and issue had not been resolved. Customer reverted to an alternate method of insulin and a replacement pump was sent to resolve the issue.